Manufacturer narrative:
(B)(4). UDI: (B)(4). Concomitant medical product: vanguard 360 femoral, cat#: 185266 lot#: 3702874. Biomet smooth stem, cat#: 145026 lot#: 045450. Vanguard 360 tibial tray, cat#: 161432 lot#: 2857200. Unknown vanguard bearing, cat#: unknown lot#: unknown. Unknown palacos cement, cat#: unknown lot#: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07113. 0001825034-2017-07114. 0001825034-2017-07115. 0001825034-2017-07116. 0001825034-2017-07117. Product location unknown.

Event description:
It was reported that the patient was revised to address pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon further review, it was determined that incorrect femoral component implanted into the patient contributed to the reported event. Therefore, this product is not related to the event.